Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore no device history report (DHR) review could be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. H4 is unknown. No information has been provided to date.

Event description:
It was reported that during pre-use check, a no disposable, pump won't run alarm went off. There was no patient injury.